Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image, air/water cylinder, and air/water tube had foreign objects. A root cause could not be determined. Investigation found damage to the epdu probe, which likely caused the epdu/scopeguide function to be inoperative. A white foreign object was also found in the air/water cylinder and tube; however, its contribution to the reported malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the scope guide did not work during maintenance involving an olympus colonovideoscope. There was no patient involvement.